Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one versaport v2 bladeless opt 12 opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that the instrument made a strange noise. The circular seal was cut on the instrument. The envelope seal was intact. The trocar and obturator were intact. The device failed an air leak test. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the cut circular seal. A review of the current historical complaint data reveals no trend for a device related failure for this condition. Although the reported incident was not reportable, based on the findings of the investigation, the defect has been determined to be a reportable malfunction, therefore, this report is being submitted. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, noise comes from the trocar two hours into the surgery. The doctor replaced the trocar to complete the procedure. There was no patient injury.